Manufacturer narrative:
As the lead will not be returned, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this vs-1 bifurcated lead underwent a holter test that showed four instances of ventricular asystole, which was likely due to ventricular oversensing. During the device check, the oversensing could not be reproduced, and the ventricular lead measurements were within normal limits. The ventricular sensitivity was reprogrammed to 5.0mv from 3.5mv. An x-ray was performed, which did not reveal a conductor fracture. The holter was performed again and ventricular oversensing and ventricular undersensing were observed. The following month, a lead revision was performed. The lead was suspected to be fractured. The lead was removed from the device and tested on the pacing system analyzer (psa). The atrial amplitude could not be measured; no issues were noted with the ventricular threshold and amplitude measurements, while the ventricular pacing impedance measurements had increased since the previous device follow-up. The lead was surgically abandoned and new right atrial (ra) and right ventricular (rv) leads were implanted. The device was also reported, as it was nearing replacement time. No adverse patient effects were reported.